Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. E1: patient city: (B)(6). Patient country: mexico. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in mexico. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels which was 550 mg/dl, and the patient was stayed in hospital for one day and received intravenous insulin and control the hydration. The patient experienced vomiting and stomachache in hospital and mentioned that had ketones. The patient also reported that due to high blood glucose levels pump did not inform her of blocked infusion but when the infusion set was removed she realized that the cannula was bent. No further information available.